Manufacturer narrative:
(B)(4). Having reviewed the device history records for the lot numbers affected, we can confirm that both the correct material & components had been used and that the instrument is in compliance with the product specifications. All operation steps were properly documented. Root cause of failure: this instrument has already been equipped with a 1.1mm pin. To close a clip, a force between 4 and 5 kgf is required. Closing a clip on the test tubing specified by teleflex (i.e. Cole parmer no. (B)(4)) requires a force between 8 and 10 kgf. Subjecting the design incorporating the 1.1mm pin & welding method to a load testing, we found the instruments to not break until applying a load of 35 kgf. Due to the load resistance known and considering the damages exhibited by the instrument, we have determined overstressing as a root cause.

Event description:
While placing the hemolok clips on the vessels the applier broke in the stomach of the patient. The surgeon immediately identified and isolated three small metal pieces; a scope control was carried out and no other pieces of metal were visible in the abdomen; the 3 small pieces were recovered. There were no reported clinical consequences.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
While placing the hemolok clips on the vessels the applier broke in the stomach of the patient. The surgeon immediately identified and isolated three small metal pieces; a scope control was carried out and no other pieces of metal were visible in the abdomen; the 3 small pieces were recovered. There were no reported clinical consequences.